Event description:
Boston scientific received information that during a pre-discharge check one day post implant, this left ventricular (lv) lead exhibited loss of capture (loc) at maximum output when programmed lv tip to can. When programmed lv tip to ring, increased threshold measurements and decreased sensing was observed. Additionally, pacing impedance measurements decreased from 830 ohms at implant, to 350 ohms. The lead was observed to have dislodged. It was felt that the lead dislodged due to poor anatomy and the patient moving their arm. An invasive procedure was performed. The lead was surgically abandoned and an epicardial lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.